Event description:
This ra lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2012 due to defective lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).